Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "trigger sticking upon release. Opened a different one and trigger sprung back properly upon release." Patient status - ok.

Manufacturer narrative:
Full UDI# provided. Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and was able to replicate the customer's experience of the "trigger sticking upon release." The unit was disassembled for further evaluation and engineering found damage to the internal components of the device. The root cause of the customer's experience of "trigger sticking upon release" is likely due to the damaged internal components of the device. The components were damaged due to excessive interference between the components during the actuation of the device. Applied medical has reviewed the details surrounding the incident and related products. Applied has recently implemented device enhancements intended to minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.